Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload, one handle and one adapter opened by the account. Visual examination of the staple cartridge noted that the reload had a full staple complement. Visually, there were no abnormalities noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated (B)(4) autoclave cycles for both the handle and adapter. A review of the handle eeprom was performed with engineering and no error codes were displayed related to an inability to fire the device. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating at least (B)(4) surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated at least (B)(4) surgeries remaining on the adapter. The subject reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The subject reload was then fired over test media with clean transection and proper stapling. The reload was unloaded properly. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of the adapter and handle device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).device has not been returned. If device is returned, a supplemental report will be filed.

Event description:
According to the reporter, the instrument did not fire with the second reload. A second handle was opened and during the second firing with that, it did not fire as well. The reload also could not be disconnected from the device without great difficulty. There was no injury or adverse event reported.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.